Event description:
In 2008, an allen sales rep forwarded a customer's request for a stirrup trade-in following a reported pt incident which may have resulted in injury. The head nurse from medical center, told an allen rep that a pt's leg had come free from the stirrup, which have been in use for approx 10 years, during a procedure. The allen sales rep learned that the unidentified pt is undergoing a regiment of physical therapy. It was unclear if the patient's pt was resulting from the incident or from the pt pre-condition and subsequent medical procedure that took place. Inquiries to the facility about the case and the pt condition have not been returned.

Manufacturer narrative:
Upon return, engineering eval of the stirrups revealed that they functioned properly with just one exception: the pt right stirrup floating boot tension was too loose. This is not a safety issue, because once the leg is placed in the boot, it is no longer capable of spinning freely. Based on this investigation, the most likely root cause for the patient incident is installation/user error. The failure described by the users could not be replicated here.